Manufacturer narrative:
Updated fields: lot #., unique identifier (UDI) #, exp. Date, manufacture date. Device evaluation: the product was returned with the membrane completely unfolded. No sheath returned with the device. One kink was observed on the catheter tubing and the innerlumen approximately 67.5cm from the iab tip. The one-way valve and extender tubing were returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The one-way valve was vacuum tested, and it held vacuum. We are unable to confirm the reported failure of ¿iab- leak¿. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that during insertion, the nurse saw blood running through the intra-aortic balloon (iab). There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: inventory management coordinator / UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. / the product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).